Manufacturer narrative:
(B)(4). No lot number was provided. A device history record review was performed based upon a lot number from sales history data. A device history record review was performed on the epidural catheter with no relevant findings. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: they were running a solution through the epidural and went to change the bag. While trying to turn the patient, the tape got stuck to the bed, ensuing in the breakage of the catheter. The patient's condition was reported as fine.